Event description:
Healthcare professional reported that patient injected in the jw4, jw5(jaw) and c2(chin) with juvéderm® volux¿ and experienc "purplish coloration on the tip of the tongue, with subsequent increase in volume and pain in the right side of the chin", "had a jaw occlusion that affected the tongue." Treatment included hyaluronidase subcutaneous/ aas per oral 500 mg [unreadable]. Symptoms resolved.

Manufacturer narrative:
Additional, corrected, and/or changed data: c1, h6.

Event description:
Healthcare professional reported that patient injected in the jw4, jw5 (jaw) and c2 (chin) with juvéderm® volux¿ and experienc "purplish coloration on the tip of the tongue, with subsequent increase in volume and pain in the right side of the chin", "had a jaw occlusion that affected the tongue." Treatment included hyaluronidase subcutaneous/ aas per oral 500 mg [unreadable]. Symptoms resolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.